Event description:
Procedure: laparoscopic lower anterior resection. Reportedly, the surgeon was performing a procedure that was described as difficult, possibly due to the tissue location, pre-operative tissue irradiation and thick tissue. During application of the device, the stapler allegedly could not complete the firing sequence and the staples did not form properly. The surgeon proceeded to convert the procedure to an open procedure in order to complete the case.